Event description:
It was reported via phone call by customer's mother that the pump's numbers are ramping up on their own during bolus. The customer's blood glucose was 285 mg/dl, treated with syringes. The customer was advised to discontinue use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
See supplemental report.